Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
It was reported that the guidewire broke and a piece remained inside the patient. A 300cm pt2 guidewire was selected for use for a procedure in the lower leg. The patient had grade 4 calcification on the lower leg. The wire broke as the doctor passed the stenosis. The piece of wire remained in the patient and could not be recovered. According to the physician, the strong calcification was to blame for breaking the wire.

Event description:
It was reported that the guidewire broke and a piece remained inside the patient. A 300cm pt2 guidewire was selected for use for a procedure in the lower leg. The patient had grade 4 calcification on the lower leg. The wire broke as the doctor passed the stenosis. The piece of wire remained in the patient and could not be recovered. According to the physician, the strong calcification was to blame for breaking the wire.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: analysis of returned product revealed that the device is broken at the distal section. Only 298.5 cm was returned. Also the distal end is kinked at the broken section.